Event description:
A pt's body was seen to jump or spasm slightly in the course of a hysteroscopy procedure, when electrical current was applied to a resectoscope working element (electrotome). The surgeon changed to another instrument and the case was completed with no pt problems being reported.